Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and subsequently returned. No additional adverse patient effects were reported.